Event description:
Reporter stated the check button on the infusion device does not function and the customer was unable to confirm an e8 power interrupt error. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).